Manufacturer narrative:
Product complaint # (B)(4). Correction event: it was reported that the patient underwent an unknown procedure in 2019 and suture was used. The thread found broke when the suture was done. The wound was reopened, so the patient had to return to the operative room for re-intervention. Additional information has been requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure what was the initial procedure name? What was the initial procedure date? Can you identify the product code? What is the lot number of monocryl suture? What tissue layer was the suture used on? What was the condition of the tissue (ie normal or thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Was any deficiency or anomaly noted on the suture prior to use? What post op date did the patient present with dehiscence (re-opened)? Can you explain the amount (in cm) of the wound dehiscence? Can you describe the appearance of the suture during the second procedure? Where along the incision line was the suture broken (knots, middle, end)? What is the surgeon opinion as to relationship of the suture contributed to the symptoms? What are the patient past medical and surgical history? Do you have any suture samples for evaluation? What is the current condition of the patient?

Event description:
The thread broke when the suture was done. The wound was reopened, so the patient had to return to the operative room for re-intervention. This issue occurred during 3 procedures.